Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.

Event description:
Customer's mother receiving an error alarm on the insulin pump during a set change. Caller stated that after a set change the insulin pump returned another error alarm during manual priming. Blood glucose level was 363 mg/dl at the time of the call. Caller stated that insulin continued to drip arger the motor stopped during manual priming. Customer also stated that the insulin pump's drive support cap was sticking out. No further information was provided.